Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/26/2025, the user reported receiving repeated alert 38 (motor stall) notifications instructing a restart of the ilet device. Despite multiple restart attempts, the alert persisted. During troubleshooting with support, the user encountered an "unable to proceed" message. A device replacement was initiated as the issue could not be resolved during the call. The user had access to back-up therapy and was advised to return the original device upon receipt of the replacement. No symptoms, external assistance, or medical intervention occurred.